Event description:
Doi (B)(6) 2014: the infection was cleared and an lps distal femur, segment component, sleeve adaptor, femoral sleeve, lps tibial hinge insert, universal stem, mbt tray, mbt sleeve, and universal stem (see additional information provided with part/lot) was implanted. A free latissimus dorsi flap with vein grafting to correct a left knee skin defect present before the revision was also performed. Postoperatively, the developed acute renal failure requiring increasing IV fluids. This was captured in (B)(4). (B)(6) 2014: the latissimus dorsi flap is positive for pseudomonas and stenotrophomonas maltophilia requiring IV antibiotics and a wound vac dressing to address the drainage. The infection is cleared though the patient is told to remain on chronic antibiotics. Doi: (B)(6) 2014; doe: (B)(6) 2014; affected knee.

Manufacturer narrative:
Product complaint # (B)(4). The devices are reported under of (B)(4) as the patient experienced adverse events on different days with the same devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.